Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. The device 048256-a was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The device was tested and pass with no issue observed. The complaint could not be confirmed for this device.

Event description:
Patient stated the needle button accidently released prior to the completion of the 24-hour period. Patient put the v-go on last night and around 4am this morning patient noticed the needle button was not locked down. Patient wears the v-go on his abdomen. Patient checked his blood glucose and it was 160, which patient stated is normal for him.